Manufacturer narrative:
On an unspecified date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient received unspecified antibiotic treatment (further details not reported) for peritonitis. The patient recovered from the peritonitis event. Action taken with pd therapy at the time of this report was not reported. No additional information is available.